Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.

Event description:
It was reported that a female patient underwent surgery for a fractured ulna on (B)(6) 2012. On (B)(6) 2013, all original hardware, a 12 hole plate, 2 locking screws and 11 cortex screws, were removed due to non-union and delayed healing. No device failures were noted. An 8 hole plate and 7 screws were implanted the same day. This is 5 of 14 reports for the same event, (B)(4).